Manufacturer narrative:
Manufacturer review: DHR review is not available since the corporate lot number is unknown. Investigation summary: the photos shows an entire hemostar device. The device appears split into two pieces and have some damaged/discoloration on the extension legs. Based on the photo review, damaged defective accessory cannot be confirmed but catheter aneurysm can be confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization, poor catheter maintenance, and degradation of catheter. The investigation for the catheter aneurysm is confirmed, but the cause is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after some time post catheter placement in the right internal jugular vein, the suture was allegedly detached and the catheter was found to be extended under the suture with an alleged 1.1cm bubble at the extension tube. Reportedly, the catheter was removed and a new dialysis catheter was placed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that after some time post catheter placement in the right internal jugular vein, the suture was allegedly detached and the catheter was found to be extended under the suture with an alleged 1*1 cm bubble at the extension tube. Reportedly, the catheter was removed and a new dialysis catheter was placed. There was no reported patient injury.